Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this pacemaker system experienced signs of infection. Device removal and pocket debridement were performed, and this right ventricular (rv) lead remained implanted. Then, signs of infection of the patient's leads were observed, and poor granulation protrusion occurred. The lead was subsequently explanted. No additional adverse patient effects were reported.